Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. The recipient presented with sound quality issues. A review of the test data indicated impedance issues despite device testing revealing results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.